Event description:
On (B)(6) 2010, the patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber which resulted in a small amount of insulin spilling inside the chamber. The patient was instructed to dry the chamber out with a tissue. She was assisted with detaching the plunger from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was not requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.